Manufacturer narrative:
Apoc incident #: (B)(4). The investigation was completed on 07/30/2020. The customer reported that analyzer s/n (B)(6) was hot to touch after the battery installation, and a smell of smoke was detected in the battery compartment. Failure analysis did not reproduce the complaint. However, during failure analysis, a "time error" message was generated while performing calibration testing, and was resolved by swapping a known good hybrid into the complaint analyzer. However, there is no evidence to show this failure can cause or contribute to the customer's complaint.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2020, abbott point of care (apoc) was contacted by a customer who reported that I-stat analyzer sn (B)(4) was too hot to touch after battery was installed & also smell smoke was detected; however, no flame was seen. There was no additional information at the time of this report. The analyzer was replaced at no charge and returning for investigation. Apoc has determined that a component failure within the analyzer circuitry, may lead to the batteries becoming uncomfortably hot to touch in the area of the battery compartment when using a green non-fused battery carrier. However, the customer states that rechargeable batteries were being used at the time of the event. Therefore, the analyzer is unlikely to become hot to touch. The product was replaced and returned for investigation. Based on the information available, there were no patient or user related injuries associated with this complaint.